Event description:
A facility reported a possible over infusion. The facility's biomed technician reported that there was a sticky material in the plunger clamp, so the alarm did not go off, and the plunger stuck in the open position. This occurred during infusion. The pump was attached to an echmo unit. The pull of the echmo unit drew the syringe. All of the medication came out of the syringe. The biomed tech was able to duplicate the problem. The clamp. Was not fully engaged over the plunger head. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, patient injury/medical intervention performed, medication involved, or device programming.

Manufacturer narrative:
The device has been received and is in the process of being evaluated; upon completion of the evaluation, a follow-up report will be submitted.